Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease flat observed, in the surface. Yellow particles inside of the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "a left side deflation". Device has been explanted and replaced.